Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise, oversensing and undersensing. There was pacing inhibition, however there was no asystole greater than 2 seconds. The noise was reproducible with isometrics. The patient experienced dyspnea and light headedness. An invasive procedure was performed to cap and replace this rv lead. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided indicating that the lead was not tested during the procedure. The lead was replaced with another manufacturer's product. No adverse patient effects were reported.